Event description:
Right hip revision arthoplasty performed 1999. Dicoloration was diagnosed with unsuccessful closed reduction attempt in 2001. Revision performed four days later, replacing acetabular liner component.